Event description:
It was reported the device was being used during a bowel procedure with an lcsc5. It was reported the hand piece caused the generator to emit a constant tone at the end of the procedure. The case was completed with no adverse patient outcome.